Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose reading of 431 mg/dl. Customer treated with a bolus through the insulin pump and a temp basal. Customer received the sensor, quick sets, serter and the wrong size reservoirs with the order. Customer's mother was advised to talk to their health care professional about how to manage the customer's blood glucose during sports since the caller mentioned that the customer feels bad after a baseball game. Caller stated that she is already aware of the age restrictions and off-label use scenario for both the sensor and the pump.